Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred due to failure of the igniter. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the lamp did not lighten automatically due to malfunction of the igniter. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis exera ii xenon light source lamp was not lighting. The issue was found during receipt inspection. There were no reports of patient harm.